Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer woke up with a low blood glucose (bg) level of 66 (mg/dl). Reportedly, the customer attributed their low bg levels to eating a late dinner. Customer suspended pump therapy and consumed orange juice to address bg levels. System check with tandem technical support indicated the pump was performing as expected. Recommendation was made to consult with their health care provider to discuss diabetes management.